Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (loud screeching noise / will not power on) has been confirmed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor started making a "loud high pitched beep noise". The pt was issued a replacement monitor.